Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-06059. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, several noise reversion episodes were noted. The noise was present on both leads and was suspected to be due to lead integrity issue caused by clavicular crush. No intervention was reported. The patient was in stable condition.